Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a power up failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The equipment was not completely installed in the cart. The joints are lubricated and the equipment is installed in its cart. The equipment begins to charge batteries. Equipment suitable for clinical use.

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a power up failure. There was no patient involvement.